Event description:
It was reported that during a percutaneous coronary intervention (pci) stenting treatment procedure, the balloon ruptured. The pci treated the 90% stenosed target lesion located in the right coronary artery (rca). A 2.5x15mm quantum maverick balloon was used for post dilation. The first inflation was maintained for 30 seconds at 10 atmospheres (atm's). During the second inflation the balloon ruptured at 14 atm's. No balloon fragments or shaft kinks occurred. The procedure was successfully completed with another 2.5x15mm quantum maverick balloon catheter. There were no patient complications and the patient's condition was listed as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure. (B)(4).